Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to experiencing dislodgement. A lead revision was performed and the lead was repositioned. This lead remains in service. No further adverse patient effects were reported.